Event description:
The customer complained that higher and lower than expected vitros vanc quality control results and patient results were obtained on a vitros 5600 integrated system. Biorad level 1 = 18.69 versus baseline mean 6.18 ug/ml; biorad level 2 = 11.4, 12.0, 24.9 versus baseline mean 17.7 ug/ml; biorad level 3 = 21.4, 21.7, 45.7 versus baseline mean 32.0 ug/ml. Patient 1 = 14.8 versus expected 21.2 ug/ml; patient 2 = 8.0 versus expected 11.9 ug/ml; patient 3 = 11.5 versus expected 16.7 ug/ml; patient 4 = 9.4 versus expected 14.1 ug/ml; patient 5 = 5.4 versus expected 11.5 ug/ml; patient 6 = 13.0 versus expected 21.9 ug/ml; patient 7 = 5.6 versus expected 11.4 ug/ml; patient 8 = <5.0 versus expected 9.9 ug/ml; patient 10 = 11.0 versus expected 16.0 ug/ml; patient 11 = 9.2 versus expected 13.6 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected vitros vanc patient results were reported outside of the laboratory; however, corrected reports were issued. One patient was given 1g of vanc based on the initial lower than expected vanc result. Per consult with ortho clinical diagnostics medical safety, long term injury for this patient is not anticipated. There was no reported allegation of patient harm as a result of these events. (B)(4).

Manufacturer narrative:
The investigation has determined that higher and lower than expected vitros vanc quality control results and patient results were obtained on a vitros 5600 integrated system. The assignable cause is an issue involving the performance of the in-use vanc reagent pack. The cause of the performance issues associated with vanc reagent pack is not known. The investigation concluded that the qc and patient performance issues were associated with a specific vanc reagent pack. There is no indication that the bio-rad control lot in use or the vitros 5600 integrated system were not performing as intended.